Event description:
The user facility reported that when preparing the subject device for use, an error message occurred stating the scope was not supported. The same issue occurred with three different scopes. The user facility suspected the issue was related to a possible firmware or software issue. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the reported issue was not confirmed or duplicated. Testing was performed with multiple scopes and a video processor. In addition, service found the socket slider switch was worn, which caused intermittent use of high intensity mode. There were scratches on the top cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the event not be identified, nor could the event be confirmed/duplicated. Olympus will continue to monitor field performance for this device.